Event description:
On (B)(6) the morning, blood glucose was 16 mmol/l and the patient changed the needle. He stated that when he changed the transfer set, the needle was bent but pump didn't show an e4, or occlusion alert. The adhesive of the infusion set headset was wet in addition to the cannula being bent. After the bolus for the correction through the pump, there was no effect. The patient didn't change the infusion set and didn't make the injections of insulin from pens. The next morning, patient's blood glucose was 40 mmol/l and he was hospitalized for 4 days. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.